Manufacturer narrative:
H6: investigation summary: bd received 2 samples from the customer in support of this complaint. The 2 sample tubes were functionally tested and the customer's indicated failure mode was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported that 2 bd vacutainer® pst¿ gel and lithium heparinn (B)(4) units blood collection tubes were underfilled. The following information was provided by the initial reporter: " it was reported that blood was no longer flowing in the tubes. "

Event description:
It was reported that 2 bd vacutainer® pst¿ gel and lithium heparin 83 units blood collection tubes were underfilled. The following information was provided by the initial reporter: "it was reported that blood was no longer flowing in the tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.